Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction suspected. It was mentioned that the leads were not revised. The patient was doing well.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event. Model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.